Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f101 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f101 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. Customer stated the bowl break occurred after the purging air/establishing separation phase of the procedure. Approximately 159 ml of whole blood was processed at the time of the break. Customer stated the patient is stable and no medical intervention was necessary. Customer has discarded the kit, no kit related product return was received for this complaint.